Event description:
Complainant alleged that during the incoming inspection of the device, a "bridge test fail" message appeared on the display screen. The complainant indicated that there was not pt involvement in the reported malfunction.